Event description:
Received a verbal report from a hemodialysis user facility rn who has reported a reaction to the dialyzer. The rn has reported the patient had an incident of respiratory arrest that occurred after a 200 ml bolus of ns was infused for a low blood pressure. The rn was contacted and additional information as well as the treatment sheets of this event were received. For this event, the patient was well into 1 hour of hemodialysis when the patient complained of nausea. The staff shut off the ultrafiltration, ns was infused, o2 2l was given and the bp at the time was 139/63. The patient was talking and then became unresponsive. The bp had dropped to 83/19, ns line opened, o2 was increased to 5l. The patient was reportedly still unresponsive, pulseless, and cyanotic. Also, the patient's blood was reinfused at that time. The AED and crash cart were obtained and staff was vigorously shaking patient when she then became responsive without any CPR or use of the AED. Ems was activated and it was reported that the patient was alert and oriented upon ems arrival and then was transported to the local hospital for further evaluation. This patient has a cardiac history. The facility frequently removes 4-5l of fluid per treatment. The patient is non-ambulatory. The staff was attempting to remove 4.7kg of fluid for this treatment. The md has noted that dry weight will be increased for next treatment. The patient was discharged with no ill effect from this event. A sample is available for an evaluation. The patient was dialyzed with an f200 in the hospital. The patient had been receiving dialysis with use of e-beam for 1 year.